Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) checked the lines and bags and found no leaks or open clamps on unused lines. The technical service representative (tsr) had the home patient (hp) close all clamps and assisted the hp cycle the hc to clear the se 2240 alarm. The tsr assisted the hp to remove the cassette and disconnect from therapy using aseptic technique. The hp will notify pd nurse of missed therapy. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.